Manufacturer narrative:
Additional narrative: there are multiple patients. All known information is provided in the literature article. This report is for an unknown bone staple/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: montiel, v. Et al (2020), akin osteotomy: is the type of staple fixation relevant?, international orthopaedics, vol. 44 (xx), pages 14351439 (spain). The aim of this retrospective study is to analyze if there are any differences between three types of staple fixation available in the market that use different compression mechanisms. A total of 145 patients were included in the study. There were 93% of women and 7% of men. Akin osteotomy was performed and fixed with three different kinds of implants: staple a with 40 patients (3 male and 37 female, with mean age of 60 years) and staple b with 65 patients (5 male and 60 female, with a mean age of 65 years) were implanted with a competitor device, while staple c 40 patients (2 male and 38 female) were implanted with staple teko, biomedical enterprise. The mean follow-up period was unknown. The following complications were reported: staple c 4 patients suffered an uncontrolled fracture of the lateral cortex of the phalanx when performing the osteotomy. 3 patients had delayed union. 2 patients had loss of correction. 2 patients had malunion or a plantar displacement of the osteotomy. 1 patient had infection. 3 patients developed a s¿decks syndrome or algodystrophy. This report is for an unknown synthes bone staple. This is report 1 of 1 for (B)(4).